Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient said the area behind the battery incision area is burning on their back and it hurts all the time for about 3 months. Patient said they have been able to charge the implant. Patient stated they don't have a healthcare provider (hcp) for the spinal cord stimulation implant. Agent emailed physician listing to patient. The patient was redirected to their healthcare provider to further address the issue.